Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), penumbra system jetd reperfusion catheter (jetd) and, neuron max 6f 088 long sheath (neuron max). During the procedure, the physician made three passes using the 3maxc, jetd, and neuron max. After making a fourth pass using the 3maxc to aspirate a distal clot, the hospital technician removed the 3maxc from the jetd and noticed a wire at the end of the 3maxc and a part of the 3maxc had broken off within the jetd. Therefore, the physician removed the jetd and safely flushed out the 3maxc broken tip. The procedure was completed using a new 3maxc, the same jetd and neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being corrected: 1. Section g. Box 5. PMA/510(k). Results: the returned 3maxc was fractured at approximately 149.0 cm from the hub. The device was ovalized approximately 150.0 cm from the hub. The device was kinked at approximately 150.5 cm from the hub. Total length was measured 162.0 cm. Conclusions: evaluation of the returned 3maxc confirmed a distal shaft fracture. If the device is forcefully advanced against resistance during used, it may become kinked. Subsequently, retracting the kinked device against resistance may result into a device fracture. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance could not be determined. Further evaluation of the 3maxc revealed an ovalization and a kink on its fractured distal shaft. These damages were likely incidental to the complaint and could have occurred during removal of the fractured distal shaft from the jetd. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.